Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer hospitalized due to an issue unrelated to diabetes and also experienced low blood glucose levels. The caller stated that he had high blood pressure and was admitted for high levels of a heart enzyme. She stated that the day he was discharged, he stepped out of the hospital and experienced a hypoglycemic seizure. He was readmitted into the hospital after his wife treated him with glucagon. The customer's blood glucose was 50 mg/dl. The caller was unsure what the perceived cause of low blood glucose was. She stated that the customer's blood glucose had not been checked prior to being discharged from the hospital the first time.